Event description:
Healthcare professional reported "left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage.

Event description:
Healthcare professional reported "bilateral capsular contracture (baker grade IV)." And rupture. Device has been explanted and replaced. Left side.